Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, patient revised due to instability & patella femoral pain. Tibia was loose and came out with everything else. Tissue sample sent to pathology.